Manufacturer narrative:
H10: device evaluation: the device was returned for investigation in used conditions, without its original packaging. Functional test: the samples were tested using a syringe with colored water to detect any leak. Results: during the test, a leak was found fleeing from the air vent of the filter in the two samples, the failure mode reported is confirmed. Root cause could not be determined through analysis of the returned set, investigation into this issue suggests the presence of surfactants as the likely root cause. As this products instruction for use indicate under cations, medication with surfactants as part of its composition may lead to leakage from the air vent. In addition, surfactants may be introduced when syringes and vials with lubrications that contain silicone surfactants (which are not water soluble) are used. The resulting low surface tension occasionally can cause the filter to become non-functional, resulting in leakage from the filter?s air vent. Update IFU to specify that surfactants include silicone-based lubrications on syringes and vials can be transferred to medication solution an etd in (B)(6) 2022. No containments actions are implemented since root causes analysis determine the user interface as factor. The cause of the reported problem was traced to the user manipulation of the device.

Event description:
Information was received indicating that at the end of therapy with smiths medical cadd extension set, leak was noted. No patient consequences were reported. No adverse effects were reported.